Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the gauge did not move when pressure was applied. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the gauge needle was indicating 0 atm and was in its original position. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water, leaks were observed in the luer that connects the y-adapter. This failure is likely due to the manner of how the device was handled and manipulated that may have caused the encountered failure, applying excessive pressure to the device and/or excessive manipulation without enough care during the procedure could induce defects as found in this device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the gauge did not move when pressure was applied. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.